Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular fibrillation episodes showing interference on all channels were observed. The patient received inappropriate shock due to oversensing. There were subsequent magnet responses. It was discussed that the episodes could be due to cautery exposure of external interference. The clinician will contact the patient to investigate the environment during the episodes. Further information is not available at this time.